Event description:
This 25 mm sjm trifecta valve was implanted on (B)(6) 2011. On (B)(6) 2014, the patient presented with symptoms of a suspected myocardial infarction with left sided pressure/pain and a cough. An echocardiogram and chest x-ray were performed and the patient was hospitalized for two days with the event resolving.

Manufacturer narrative:
(B)(4). Myocardial infarction; no known device problem. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.